Manufacturer narrative:
Bayer case number: (B)(4). General fatigue [fatigue], burning eyes [burning eyes], nasal dryness [nasal dryness], dry eyes [dry eyes], salzmann nodules on corneas, operated right eye [salzmann nodular degeneration], muscle pain [muscle pain], increased irritability and anxiety [irritability], increased irritability and anxiety [anxiety aggravated], burnout 2015 [burnout syndrome], insomnia [insomnia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-oct-2024. The most recent information was received on 24-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("general fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2015 she experienced burnout syndrome ("burnout 2015"). On unknown date she experienced fatigue (seriousness criterion medically important), eye irritation ("burning eyes"), nasal dryness ("nasal dryness"), dry eye ("dry eyes"), corneal degeneration ("salzmann nodules on corneas, operated right eye"), myalgia ("muscle pain"), irritability ("increased irritability and anxiety"), anxiety ("increased irritability and anxiety") and insomnia ("insomnia"). The patient was treated with surgery (eye operation). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nasal dryness, dry eye, eye irritation, corneal degeneration, fatigue, myalgia, irritability, anxiety, burnout syndrome or insomnia. The reporter commented: period of onset: for the past several years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). General fatigue [fatigue] burning eyes [burning eyes] nasal dryness [nasal dryness] dry eyes [dry eyes] salzmann nodules on corneas, operated right eye [salzmann nodular degeneration] muscle pain [muscle pain] increased irritability and anxiety [irritability] increased irritability and anxiety [anxiety aggravated] burnout 2015 [burnout syndrome] insomnia [insomnia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("general fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. In 2015 she experienced burnout syndrome ("burnout 2015"). On unknown date she experienced fatigue (seriousness criterion medically important), eye irritation ("burning eyes"), nasal dryness ("nasal dryness"), dry eye ("dry eyes"), corneal degeneration ("salzmann nodules on corneas, operated right eye"), myalgia ("muscle pain"), irritability ("increased irritability and anxiety"), anxiety ("increased irritability and anxiety") and insomnia ("insomnia"). The patient was treated with surgery (eye operation). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nasal dryness, dry eye, eye irritation, corneal degeneration, fatigue, myalgia, irritability, anxiety, burnout syndrome or insomnia. The reporter commented: period of onset: for the past several years. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.